Manufacturer narrative:
As reported, a judkins right (jr 4) super torque diagnostic catheter was found to be missing its tip. There was no reported patient injury. The event date is not known. The issue was brought to inventory supervisors¿ attention weeks after initial discovery. The product was not used. The issue was discovered upon visual inspection prior to use. The device was discarded, and another one was used. The product under evaluation consisted of a photo analysis, which showed two diagnostic catheters placed side by side. The right-side unit displayed a distal end with the tip intact, while the left-side unit did not exhibit a yellow distal tip. The appearance difference between the units may be attributable to product family variation, as some catalog numbers incorporate a yellow distal tip while others do not. The catalog number associated with this complaint does not include a yellow distal tip. No additional details could be determined from the images, and the photographs provided did not offer sufficient information to assess dimensional or functional characteristics or to determine whether any manufacturing-related issue was present. A product history record (phr) review of lot 18443628 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported malfunction ¿brite tip/distal tip ¿ separated¿ was not seen during evaluation. The exact cause of the reported event cannot be determined through this investigation. The device IFU does not include specific instructions regarding distal tip separations prior to use. However, discontinuing use of a device that exhibits damage is consistent with standard clinical training and good clinical practice. Labeling was reviewed and found adequate to its intended scope. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot 18443628 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a judkins right (jr 4) super torque diagnostic catheter was found to be missing its tip. There was no reported patient injury. The event date is not known. The issue was brought to inventory supervisors attention weeks after initial discovery. Product was not used. Issue was discovered upon visual inspection prior to use. The device was discarded, and another one was used. A photo was provided showing the catheter on the left missing the tip, while the catheter on the right demonstrates what a normal catheter tip should look like. The device was not used, and there was no patient impact. The image was reviewed, and it shows the distal tip of two catheters. Both of them are inside the packaging with the tips seated in the tip tray. No damages are noted to the catheter on the right; however, the radiopaque distal tip appears to be missing from the catheter on the left. The images do not provide sufficient evidence to determine if the packages were opened.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.